Manufacturer narrative:
H3) the lld ez was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld ez. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead and right atrial (ra) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each of the leads to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the rv lead, the lead was successfully removed. Then, with the 14f glidelight on the ra lead, binding was encountered. Switching to a spectranetics 11f tightrail rotating dilator sheath, no further progress was made, so switched back to the 14f glidelight. While applying traction with the lld ez, the lead released from the heart, and the patient¿s blood pressure began to drop. Rescue efforts began, including sternotomy, and a ra perforation was discovered and repaired. The ra lead was removed post-sternotomy, and the patient survived the procedure. This report captures the lld ez providing traction within the ra lead, when the perforation occurred, requiring intervention. There was no alleged malfunction of the lld ez in use during the procedure.